Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that automatic mode switch (ams) episodes from far r- wave over-sensing were noted on the pacemaker. Programming changes were discussed but not made. The patient had no adverse consequences.